Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's event. The patient is alleging of kidney disease/toxicity and cancer. At this time, no medical intervention has been reported. Additionally, the device was returned to the third-party service center and there was no evidence of foam found during the evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.